Event description:
During the course of total knee replacement, it was reported that while inserting the first ortholock ex-pins 3x110 into the tibia, the surgeon felt that it was dull. After difficulty inserting the second ortholock ex-pins 3x110, the surgeon removed it to find the tip was missing. Upon removing the first pin, the surgeon found the tip also to be missing. The surgeon was unaware if the broken fragments were left in the patient's bone or in the surgical site. An x-ray was scheduled to determine if anything was left behind. No adverse consequences and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event that the tip was missing from the pin was duplicated and confirmed by the complaint engineer. During the visual inspection, striations on the proximal end of the pin below the predetermined breaking point were found, indicating that standard chuck may have been used instead of the quick release chuck as advised in the instructions for use. The ortholock ex-pin 3x110 was not returned following evaluation.

Event description:
During the course of total knee replacement, it was reported that while inserting the first ortholock ex-pins 3x110 into the tibia, the surgeon felt that it was dull. After difficulty inserting the second ortholock ex-pins 3x110, the surgeon removed it to find the tip was missing. Upon removing the first pin, the surgeon found the tip also to be missing. The surgeon was unaware if the broken fragments were left in the patient's bone or in the surgical site. An x-ray was scheduled to determine if anything was left behind. No adverse consequences and no surgical delay were reported with this event.